Manufacturer narrative:
This device has not been returned for analysis. Should additional information become available, or if analysis is completed, this report will be updated.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode received inappropriate shocks due to oversensed noise. Therapy was not exhausted, however an x-ray found the electrode appeared to have pulled back. Additionally, the device position did not appear to be optimal. An invasive procedure was performed. This device was explanted and the electrode was surgically abandoned. The system was replaced with a transvenous implantable cardioverter defibrillator (ICD) system. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Simulated induction testing was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.